Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump had missing segment/partial display. The customer was assisted with partial display troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that display had a grey bar that has gotten worse. It was reported that the partial display remained even after a battery change. It was also reported that the insulin pump also reported that a while label was over the battery compartment. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.